Event description:
The r.n. Reported that a (B) (6) male was to have a cystogram study. She reported that the pt was placed on the procedure table and given versed; a short acting anesthesia, the fluoro came on, but the generator blew a fuse and the fluoro was lost. To complete the procedure, they moved the pt to another procedure room. The time it took to move the pt was less than ten minutes. There were no complications or injury to the pt due to this problem.

Manufacturer narrative:
Field service engineer (fse) found collimator stuck in the exposed hold condition inhibiting fluoro. Fse troubleshot the system in accordance with the manufacturers service manual, pn 404954. Fse found a blown 1 amp fuse on collimator main pcb and blown fuses f1 and f2 on the x-ray interface pcb. Troubleshot blown fuses to shorted image intensifier power supply. Fse replaced ii power supply and calibrated according to manufacturer's service manual, pn 751001.